Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent a laminectomy and fusion at l4-5 using rhbmp-2/acs. An unknown time post-op, the patient developed an infection that required an irrigation and drainage procedure. Culture information and date of treatment are not available. Per the health care professional, it has not been determined if the rhbmp-2/acs is related to the infection.